Event description:
It was observed during the device inspection, that the xenon light source exhibited the endoscopic image could not be displayed due to disconnection in lamp. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the device evaluation found no image and it is likely due to a faulty lamp. However, a definitive root cause of the reported issue could not be determined. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): always use the examination lamp designated below. To order a new examination lamp, contact olympus. Xenon lamp ma j-1817. Never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Traced: evis exera iii xenon light source olympus clv-190 instructions (chapter 6 lamp replacement_6.1 replacement of the examination (xenon) lamp_warning_p81). Olympus will continue to monitor field performance for this device.